Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had high blood glucose level. Customer's blood glucose level was 31.2 mmol/l. Customer was treated by bolus. Customer declined to troubleshoot. It was unknown if customer was using auto mode at the time incidence. The insulin pump will not be returned for analysis.